Manufacturer narrative:
(B)(4). Eval, results: no conclusion can be drawn, device eval pending.

Event description:
The physician was attempting to use a 2.50 mm diameter x 15mm length sprinter legend rapid exchange (rx) balloon dilation catheter in a pt, and during the procedure, it was noticed that the balloon would not inflate. It was reported that when the device was removed, a hole in the balloon was noticed. No pt injury occurred and no clinical sequelae were reported.